Event description:
It was reported that the patient presented to the emergency room after experiencing a fall. The patient's heart rate was 29 beats per minute and interrogation found that the device was not pacing. The device showed no diagnostic information regarding the leads or battery and did not respond to the magnet test. It was noted that the device had not been interrogated since it was implanted over two years ago. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.